Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no deliveries from the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer treated with the pump. The customer stated that the alarm occurred during bolus and basal rates. The customer was advised that bent cannulas on her body can block the tubing. The customer was advised to do a manual push with the plunger when doing a set change. The customer stated that the alarm was resolved by a complete set change. The customer was unable to troubleshoot during the time of call.